Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #iyzd20237. The device was returned with the upper jaw detached and was returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the "unspecified alert screen received" and "noise issues". A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, during an activation cycle, a "crunch" was heard and the generator displayed an error code. Upon inspection of the device it was noticed that the top jaw had become dislodged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.